Manufacturer narrative:
Corrections: b3: no information b5: retracted initial report of "information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had discomfort while they were recharging. The sensation was felt at the start of recharge session, and randomly. Patient was not hot or sweaty. Patient reported they experienced "a massive shock" while starting recharging session yesterday. Patient stated that they had on a tank top and a towel between implant and the recharger. Patient states they felt the jolt to the right of incision and has so much pain in spine today. They mentioned their back was "just killing them today". Patient said they were able to finish recharging session with belt on but took 1 hour from 40%. They mentioned message searching for device. They also said they called the manufacturer representative (rep) yesterday and was redirected to patient services. Patient stated first recharging session 1.5 weeks after implant procedure after receiving clear to do so from healthcare professional (hcp) and rep, however it resulted in incision site pain for hours foll owing session. The following troubleshooting steps were performed; recommended using recharging belt while recharging and make sure metal pins are covered. Patient will contact hcp to have internal ins checked and incision site checked." Added additional context surrounding previously relevant portion of b5 to make currently submitted b5. D4: expiration date, serial number corrected d6a, d6b: implant/explant dates corrected h4: device mfg date corrected h6: removed: f12, a071301, e3104, e2330, e2311, added: g02025 h10: retracted "continuation of d10: product ID 978a128 lot# va2gbaq serial# implanted: 2021-(B)(6) explanted: product type lead product ID a90300 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 29-mar-2023, UDI#: (B)(6)" corrected h10 to: "continuation of d10: product ID 978a128 lot# va2dhp9 serial# implanted: 2021-(B)(6) explanted: 2021(B)(6) product type lead" see MFR report # 3004209178-2021-18321 regarding retracted information (moved to another file as this information was related to the patient's newer system). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they did not have the recharger. They reported discomfort while they were recharging, and that they received a massive shock while recharging, and had a "yellow screen that read contact clinician." They stated they went to the healthcare provider the next day and found "wire was blown," and had to have both the ins and wire replaced. When asked about the event date, the patient was unsure. It was not asked if a layer of clothing or belt was used during recharging. The specific location for the discomfort was at the incision site, and the sensation was described as a massive shock. It was not asked if the implant site was healed, and it was unknown what screen was up on the recharge application. The sensation was present at the beginning of the recharge session, and when asked if it was present for every charging session or just randomly, they noted, 'randomly.' It was unknown if the patient was sweaty/hot, and the troubleshooting involved replacing the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had discomfort while they were recharging. The sensation was felt at the start of recharge session, and randomly. Patient was not hot or sweaty. Patient reported they experienced "a massive shock" while starting recharging session yesterday. Patient stated that they had on a tank top and a towel between implant and the recharger. Patient states they felt the jolt to the right of incision and has so much pain in spine today. They mentioned their back was "just killing them today". Patient said they were able to finish recharging session with belt on but took 1 hour from 40%. They mentioned message searching for device. They also said they called the manufacturer representative (rep) yesterday and was redirected to patient services. Patient stated first recharging session 1.5 weeks after implant procedure after receiving clear to do so from healthcare professional (hcp) and rep, however it resulted in incision site pain for hours following session. The following troubleshooting steps were performed; recommended using recharging belt while recharging and make sure metal pins are covered. Patient will contact hcp to have internal ins checked and incision site checked. On 2021-nov-02 additional information was received from a patient. Patient did not have recharger. The patient reported discomfort while they were recharging and that they received massive shock while recharging and had a "yellow screen that read contact clinician". Patient stated went to hcp the next day and found "wire was blown" and had to have both ins and wire replaced.

Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type lead. Product ID a90300, lot# serial# unknown, product type software. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.